Manufacturer narrative:
The device in question was returned to the manufacturer on december 18, 2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the screen went off at the most critical moment, meaning that they were unable to intubate at that moment, and the patient desaturated to 68 percent. Colleagues managed to get the screen back on luckily, and they were able to intubate, the patient is okay and went on to have their surgery.

Manufacturer narrative:
The product was returned on 2024-12-18. The investigation of the product was completed on 2025-02-19. The error description provided by the customer (the screen goes black) could not be reproduced. The manufacturer's technical investigation was also unable to reproduce the error, but several errors were found, such as the fact that the housing between the plug and the cover is leaking and moisture can penetrate. Thus, the most likely cause is the wear of the adhesive at the tip of the c-mac blade, which is caused by the reprocessing process. This causes liquid to penetrate the blade, affecting the electronics and causing the led to fail/glow weakly. In addition, the image sensor is affected by the ingress of liquid, which can cause the image to fail. The instructions for use describe that a functional and visual inspection must be carried out before use, during which the wear and tear and damage to the c-mac video laryngoscope should have been noticed, which is also supported by the applications of 1586 and the operating hours of over 121 hours. The event is filed under internal karl storz complaint ID: (B)(4).